Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. A manual tenotomy with a 18g spinal needle was then completed. There were no patient complications reported.

Manufacturer narrative:
Evaluation of the reported medical device was not conducted as the medical device has not yet been returned to the manufacturer as of submitting this report. If the device is returned to the manufacturer, an evaluation will be conducted and a follow-up report will be sent. We apologize for the delay in reporting this incident. We are taking measures to ensure better tracking and timely reporting of reportable events.